Manufacturer narrative:
This information is based entirely on journal literature. The date of death is purely an estimate, since there was no specific patient indicated, and the article did not indicate that the death was device-related. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: no benefit of a dual coil over a single coil ICD lead: evidence from the sudden cardiac death in heart failure trial. Heart rhythm. July 1 2013;10(7):970-976. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD) model. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following: sudden cardiac deaths were noted, devices removed due to infection, device "complications," and "other medical complications." Multiple patients also had heart transplants. The article does not indicate that the deaths were device-related. The article addresses the evidence of dual coil leads over single coil ICD leads. The statuses of all devices are unknown. No further patient complications were reported as a result of this event.